Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: code added.

Event description:
It was reported by the sales rep from germany that during an unspecified surgical procedure on (B)(6) 2023 while using 2x vapr coolpulse 90 electrode device, the suction function did not work after a short operating time. The user opened three similar devices. The third device was used to complete the procedure. There was an increase in operating time reported. There were no adverse patient consequences reported. The date of event was unknown but was known to have occurred in 2024. No additional information was provided. This is report 2 of 2 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10: concomitant device: vapr coolpulse90 electrode, therapy date: 7/8/2024. (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: ¿ the device was received and evaluated in (B)(4) laboratory. Upon visual inspection revealed that vapr coolpulse90 electrode was in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does show saline residues and foreign matter, presumably biological matter. The active tip does show signs of activation. A functional test was performed, the device was connected to the test generator, the electrode was immediately recognized. The ablation and coagulation functions were activated using the foot pedal, the electrode did work as intended. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was not received in original packaging, the tip had signs of activation and there was tissue debris in the suction holes. Residue was visible on the suction tube. The device passed the functional testing. A DHR review has been performed for the complaint device. No issues (ncrs or deviations) with the manufacturing process have been identified which could attribute to the complaint in question. The customer stated that the suction function did not work after short operating time. The investigation shows the end user reported suction problem could not be confirmed with the device successfully passing flow rate specifications and all other functional and electrical testing. No fault could be found with the device as it performed as expected and no further investigation is possible. The overall complaint was unconfirmed as the observed condition of the vapr coolpulse90 electrode would not contribute to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: during further follow up with the reporter, it was stated that the surgery was delayed for about thirty minutes.